Event description:
New information received notes that noise was oversensed by the right atrial lead.

Event description:
It was reported that the patient presented for follow up in clinic. Device interrogation revealed noise exhibited by the right atrial lead. No changes or interventions were reported. There were no patient consequences. Further information was requested, but not yet received.